Event description:
It was reported that the programmer displayed an error message, which could not be fixed with the service disk. No information was received indicating patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the programmer displayed an error message and an error code occurred while interrogating a device, this was caused by corrupted software. It was also noted that there was a loose screw inside the power supply.